Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a low blood glucose (bg) of 46 mg/dl. The event followed a correction bolus delivered at bedtime when bg was elevated, which contributed to overnight downward trends. The user treated lows with 2¿3 oz of juice using the 15 g/15 min rule. The user declined additional training and will call back if there's additional issue. The user's reported symptom during the event was sweating. No outside assistance or medical intervention was required. Blood glucose (bg) was corrected with juice.